Event description:
It was reported that the ilet¿s touchscreen was broken, rendering the device unusable and preventing unlocking, with the user providing a photo confirmation and reporting difficulty using the device; the device will be returned and a replacement was arranged, and the user was advised to revert to backup therapy. Symptoms included a minor injury from broken glass. Outcomes included temporary interruption of automated insulin delivery and need for alternative therapy. Investigation included remote intake assessment based on user report and photo review. Investigation of this case revealed physical damage to the display assembly consistent with a cracked or shattered screen and resulting loss of user interface function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.